Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the difficult-to-remove allegation was not confirmed. Visual inspection revealed no abnormalities and the lead passed all tests.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. During explant, the physician had difficulty removing this lead. Moreover, this rv lead was successfully explanted. There were no additional adverse patient effects reported.